Event description:
It was reported via legal documentation that a patient had a left total hip replacement procedure on (B)(6)2013 and then was revised on (B)(6)2023. Patient required revision surgery for issues including but not limited to joint pain, limited range of motion, loss of mobility, revision surgery, and other injuries presently undiagnosed which will require on going medical care. The mostly likely cause for the revision reported due to prosthesis wear is a combination of risk factors including use error, implant positioning, implant size selection, and patient factors. However, this cannot be conclusively determined with the information provided.

Manufacturer narrative:
D10: concomitant devices: 2331793 164-01-13 - element-stem, collarless w/ha, std offset, sz 13 2444910 120-65-20 - bone screw 6.5mm dia x 20mm long 2517501 148-36-93 - 12/14 zirconia head 36mm rep by 170-36-93 2527081 186-01-62 - integrip cc, cluster 62mm, g4 h3: the revision reported was likely the result of prosthesis wear of the tibial insert. The cause of prosthesis wear is generally a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors. However, this cannot be conclusively determined with the information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely underlying cause for the revision reported is a combination of risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) prosthesis wear, loss of range of motion, femoral stem loosening, and being implanted for more than 10 years. However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.